Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, a zoll representative went onsite to evaluate the device. The customer's report was observed during review of the device data logs and appears to be battery related. The device was tested including charged at 200j without duplicating an issue with a charged battery. The log suggests the battery required calibration at the time of the incident and the device successfully charged and discharged twice prior to being unable to charge to its target setting. The device was recertified and placed back into service with a charged battery. The customer was updated by the zoll rep on the finding of the log review. Analysis of reports of this type has not identified an increase in trend.